Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent diagnostic laparoscopy and dilation and curettage hysteroscopy on (B)(6) 2010 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient experienced recurrence of pain, infection, urinary problems, bowel problems, and dyspareunia. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.